Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during testing, the pump failed to recognize the cartridge and dispensed fluid during the load step. Evaluation revealed that the force sensor resistance measurement was out of calibration. There was evidence of contamination found on the force sensor.

Event description:
The patient reported that the pump has been dispensing insulin during the load step of routine cartridge changes for the past two months. He stated that he has been using expired cartridges, and also re-using cartridges. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.